Event description:
Customer reported that the insulin pump was exposed to moisture due to being submerged in the pool accidentally. The blood glucose reading was 86 mg/dl. He stated that it was not dropped and that there were no cracks. Nothing further was reported.

Manufacturer narrative:
Traces of corrosion were noted at the electronic and motor assemblies per the visual inspection. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.